Manufacturer narrative:
This report is submitted on may 24, 2019.

Manufacturer narrative:
This report is submitted on april 29, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019, due to some of the electrodes being unresponsive and general poor performance. The patient was reimplanted with a new device during the same surgery.